Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It wit was reported that multiple cartridge alarms (alarm 29) occurred during the load sequence with multiple new cartridges. Additionally, it was reported that a cartridge alarm (alarm 05) occurred.